Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump was returned without a battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital; the customer had been in the hospital for two weeks prior to passing. The cause pf death was acute respiratory failure, renal failure, type 2 diabetes, and congestive heart failure. The customer was not able to breath after dialysis; blood pressure would drop and was taking medication for dialysis. The caller stated that the customer was in and out of the hospital; could not keep fluid out him for dialysis. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer's last recorded blood glucose values were recorded in writing and not in the pump; 43 mg/dl and 132 mg/dl. The caller stated that they don't think the customer was wearing the insulin pump at the time of death and was unsure for how long the insulin pump might have been disconnected and who disconnected. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.